Event description:
Note: the patient was implanted with two scs leads from the same lot number. It was reported the patient developed a large mass on her neck near the lead implant site. On (B)(6) 2014 the physician removed the mass and described the mass was filled with pus-like fluid. The mass is being tested for possible infection, results are unknown at this time. The patient reported receiving effective stimulation both before and after the surgery.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.